Event description:
Customer reported via phone, she was cleaning, she hit the insulin pump and it started alarming button error. Now she is attempting to use the device and it won't respond. Customer's blood glucose was 148 mg/dl. Customer didn't recall any other significant event which may have caused the device to alarm, other than her cleaning. The customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms note during testing. The device had minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, and cracked battery tube threads.